Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and had go to the ER but no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product has been returned, investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed. Dhrs for fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed and observed damaged connector post. This caused poor connection between the rubber contacts and pcb contacts, which may cause the sensor plug to be unable to form a proper seal. Extended investigator has been performed to address the damaged connector. Visual inspection, on the connector post was performed. The connector post was still able to function as intended and was able to fit over the locator slots. An accuracy test was performed on the returned sensor and all results were within specification. The sensor was returned in sensor state 5 (indicating normal termination) meaning the user was able to activate the sensor throughout the duration of its life. Since no failures were observed during testing, this issue is not confirmed. The user was able to activated the sensor since it was able to reach state 5. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and had go to the ER but no further information was reported. There was no report of death or permanent injury associated with this event.